Manufacturer narrative:
One curved ultra fast fix assembly was returned for evaluation. Visual assessment showed the depth limiter has been trimmed to the surgeon¿s desired length. Neither ts nor sutures were returned. Trigger has not been fully advanced. Delivery needle was bent on two planes. Per the device instructions for use under warnings it states ¿do not bend delivery needle¿. In addition, the instructions for use state that the trigger should be fully advanced when deploying t2. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that during a meniscus surgery, after t1 was implanted, t2 cannot be advanced. No patient injuries or delay reported. Back-up device was available to complete the surgery. T1 was removed from the patient's joint.